Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trial external neurostimulator for urgency frequency. It was reported that the patient had a burning sensation each time he would urinate, he believed it was being caused by his catheter. The patient removed the catheter. It was noted that the start of the trial was on (B)(6)2017. No further complications were anticipated/reported.